Event description:
It was reported that a new ilet user experienced a low insulin alert followed by a very low battery condition that stopped therapy with glucose readings trending from 198 mg/dl to 161 mg/dl , after which the device was placed on the charger and a supply change was performed with cartridge fill, disconnect, and rewind until insulin delivery resumed. The reported issue aligned with an improper or incorrect procedure or method, and no specific device component was implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, with no component-level fault applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.